Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The patient's blood glucose level was 59 mg/dl at the time of the call. The customer treated their low blood glucose with syringes. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.